Manufacturer narrative:
Approximate age of device ¿ 1 year, 6 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to suspected thrombosis. The patient had presented with increasing lactate dehydrogenase levels and hemolysis. An echocardiogram showed an obstruction. There were no atypical pump parameters or alarms observed. The patient had a history of previously unreported gi bleeding and stopping/restarting of anticoagulation multiple times. The patient is reportedly doing well post the pump exchange. No further information was provided.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned explanted pump; however, a direct correlation between the device as returned and the reported gi bleeding could not conclusively be determined. Upon disassembly of the returned pump, a loose non-laminated tissue-like deposition was present surrounding the outlet bearing ball. The deposition lacked denaturing and did not appear to have originated in the outlet bearing ball. In addition, there was no evidence of contact marks on the outlet portion of the rotor. Although the specific origin and the duration of time for which the deposition was present in the outlet bearing ball could not be conclusively determined, the deposition would have potentially contributed to the reported hemolysis. Examination of the pump¿s bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.